Event description:
Pt was being transferred in a drive hoyer lift, hoyer sling came detached from the hoyer lift when the pt leaned to the right, resulting in the pt falling. Pt is a dialysis pt, was lethargic on this day and getting up to dialysis. FDA safety report ID# (B)(4).